Manufacturer narrative:
Follow-up #1: date of submission 01/28/2016 device evaluation: the device has been returned and evaluated by product analysis on 01/18/2016 with the following findings: a review of the black box showed evidence of one call service 052 alarm. An ezprime and 24 hour duration test were successfully completed with no call service alarms being duplicated. There was no evidence of internal moisture observed. No damage to the internal component or pcb was found. The complaint was confirmed in the pump history but not duplicated during testing. The battery compartment was cracked on the side from the threads to the cover. The audio bolus button cover was torn but still fully responding.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.